Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had air in the circuit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and tested and examined fault logs and observed numerous ¿gas loss in iab circuit" alarms. The fse performed all leak test which passed to specifications. The fse was unable to duplicate any pneumatic issue with the unit. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).